Event description:
The caller reports that the customer obtained 258 mg/dl on her accu-chek advantage meter. The customer was confused and disoriented. The paramedics were called based on her symptoms. They arrived 5-10 mins later and obtained 52 mg/dl on their professional meter. The customer was treated with glucagon and felt better in 10 mins. New system sent to customer and return requested.